Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began in (B)(6) 2016 and that he obtained results of ¿230 and 235mg/dl¿ on the subject meter. Based on statistical methodology, the calculated difference in results satisfies lfs criteria for precision. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿9 months¿ after the alleged issue occurred, in october 2016¿ he developed a symptom of shaking, however did not specify receiving any treatment. During troubleshooting the cca noted that it the meter was set to the correct unit of measure and an approved sample site was used. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.